Manufacturer narrative:
E1: initial reporter postal code: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the unspecified line of a homechoice cassette and the bag which resulted in leak. This occurred during set up of the device for peritoneal dialysis (pd) therapy. This was described as ¿one of the bags came loose and leaked over the device¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to h4: device manufacture date: (B)(6) 2024 (previously submitted as ni) additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.